Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Failed latch lock test revealed that the latch lock sensor was faulty. Sensor replaced, performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette sensor was defective. The event occurred during testing.